Event description:
Cpi received info that this pmi lead was removed from service due to a fracture. The pt was experiencing inappropriate shocks. Two leads were involved in the pt's lead system. Cpi is unable to determine which serial number had the problem.